Event description:
The customer reported false positive antibody screening tests with cell #2 of biotestcell 3 when testing on tano optimo. Four patient samples that had caused false positives were sent to us for investigational testing, but none of the supposedly defective product has been returned. Testing in our quality control laboratory confirmed the weak positive reactions cell #2 of the retained sample of biotestcell 3. The retained sample was tested with different controls and samples. All positive and negative reactions were correct. We did not observe any weak positive reactions or hazy background. The patient samples were sent for further testing to an external laboratory. They were tested together with the donor of cell #2 of biotestcell 3 that yielded weak positive reactions with some patient samples. The testing resulted in an hla (human leucocyte antigen) antigen on cell #2 of biotestcell 3. This antigen on red cells may cause weakly positive reactions with patient samples that have hla antibodies. Testing of hla on reagent red blood cells is not mandatory. But for customer satisfaction the affected donor will be excluded from future donations. Testing by our quality control laboratory confirmed the allegedly defective lot of biotestcell 3 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Event description:
The customer reported false positive antibody screening tests with cell #2 of biotestcell 3 when testing on tango optimo. One patient sample that had caused false positive test results was sent to us for investigational testing, but none of the supposedly defective product was returned. Our quality control laboratory is still testing the patient sample with the retained sample of biotestcell 3. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. There is no indication for a malfunction of the affected tango optimo.

Manufacturer narrative:
This is our final report on this incident.

Manufacturer narrative:
This is our initial report on this incident